Manufacturer narrative:
Concomitant medical products: dtba1q1 crt-d, implanted on (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery estimate for the cardiac resynchronization therapy defibrillator (crt-d) has come down too quickly. It was noted that in nine months the estimate has dropped three years. Reprogramming was done and the crt-d remains in use. No patient complications have been reported as a result of this event.